Event description:
It was reported that when using the bd pyxis¿ es server, all devices were not communicating. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all devices were not communicating. A technical support specialist (tss) confirmed sync service that sends messages between server and station stopped and no record shown that the system attempted to restart or a system failure past this notation. The tss then resolved the issue by starting the service manually without error. Then logs between the stop and restart shown no critical failures from the service and also tss verified that recovery settings were properly configured so that if the service stops, windows will automatically restart it. The system functioned as intended after the technical support specialist troubleshot the device.